Event description:
Additional information stated the patient had not yet been scheduled for surgery and had not been seen by a healthcare provider.

Event description:
It was reported the patient's device "didn't work" and an end of life or end of service message was viewed on the patient's device following an overdischarge event. It was reported the patient thought the event was their second overdischarge. It was also reported a physician mode recharge was done on the patient's device and it charged to 25 percent and was then interrogated with a clinician programmer. It was reported an end of service message appeared and the impedance measurements were "normal." The overdischarge was reportedly caused by patient compliance and the patient not recharging their device. The patient was reported to have been without therapy and didn't use it often. It was reported the patient would be scheduling a battery replacement. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v118946, implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).